Event description:
It was reported that the customer experienced keypad issues on the insulin pump as well as a battery out limit alarm. The customer stated that she was using a kirkland aaa alkaline battery. Advised customer to use energizer batteries. The customer stated the scrolling on the insulin pump was all over the place when attempting to bolus. The customer's blood glucose was 130 mg/dl. Troubleshooting was done. The customer's husband did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarm or display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.